Event description:
Patient reported that the nebulizer broke and she needs replacement as soon as possible. Replacement shipped to patient on (B)(6) 2025. Lot and expiration date are unknown. Unknown if missed dose occurred. No adverse event reported. Unknown if available for return. No further information provided. Indication: chronic obstructive pulmonary disease, unspecified.